Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction primary with unspecified mentor saline breast implants and experienced deflation on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2023.

Manufacturer narrative:
On oct 24, 2023, the mentor failure analysis lab received the device for evaluation. The impacted product was identified as a saline mentor siltex contour profile spectrum 650cc breast implant, lot number 7439405. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the spec siltex contour 650cc breast implant had an area of siltex cracking on the posterior view and a tear (a) was found within it, measuring approximately 0.8 cm. A tear (b) was found on the anterior view within an area of shell wear, measuring approximately 1.5 cm, and a tear (c) was found extended from the anterior to the posterior view, measuring approximately 4.0 cm. Microscopic examination was performed on the edges of the rupture (c), and parallel striations were found in the whole area of the tear (c). Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The evaluation determined that the possible cause of the ruptures (a & b) is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses on the device. Based on the information currently available, the microscopic examination of the rupture (c) indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).